Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that while deploying a marker after a breast biopsy, the applier tip has been breaking off in the patients biopsy site. The physician removed the piece that broke off. There have been no patient consequences reported.